Event description:
The customer reported that the steering handle was difficult to turn. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering handle was replaced. The system was then found to be working as intended and put back into service.